Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 0 months. The inspection of the pacemaker memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.

Event description:
This patient had a large heart with poor sensing. After closing the pocket, the patient was moved to recovery where it was noted that the sensing values had dropped and both leads were dislodged. The pocket was reopened and after several attempts at repositioning both leads, the physician removed the whole system and did not replace it. Should additional information become available, this file will be update.